Event description:
Adverse event(s): "headaches" (headache); "dizziness" (dizziness); "vomiting" (vomiting). Product problem(s): "symptoms are not from the iol" (no known device problem [iol (intraocular lens) implant]). A consumer's daughter (a nurse) reported that her mother is experiencing headaches and dizziness following bilateral intraocular lens (iol) implant surgeries. She stated that her mother has seen many drs and specialists, had CT scans, MRI's which have all been normal. One of the drs gave her mother injections in the neck for arthritis and a neurologist thought she may have had temporal arteritis, but bilateral biopsies were negative. She also reported that her mother has been vomiting for a month due to her issues and is taking medications. In a f/u, the surgeon reported that the pt's symptoms are not related to the iols. He stated that the pt has an iol in the fellow eye which was implanted by another surgeon, and upon examination (before surgery for this eye), he found the pt had large anisometropia. He reported that the pt continued to experience vertigo after this eye's surgery. The surgeon reported last seeing the pt in (B)(6)2008. He also stated he will f/u with the pt's primary care physician to discuss her symptoms. Medical records were received which indicated that large anisometropia was noted prior to surgery and that the pt was unable to wear post-cataract glasses due to pulling and dizziness when looking down; when she does not wear glasses, she is not dizzy.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 08/09/2010, 08/10/2010, and 08/18/2010 by phone, fax, and mail. Medical records were received on 08/16/2010. A completed questionnaire was received on 08/24/2010. (B)(4).